Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained tachycardia (hr-nst) episodes and sensing integrity counter (sic). There were noise episodes and interference that occurred during electro cautery surgery when the lia triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.